Manufacturer narrative:
The device evaluation is anticipated, a follow up report will be sent upon completion of the product evaluation. Report three of five for the same event; see also 0001032347-2016-00168, 00169, 00171 and 00172.

Event description:
The sales associate reported a tmj revision as a result of the patients worsening condition. The explanting surgeon confirmed there was no alleged failure of the device and it was removed as a result of the patients condition. There were no replacements implanted.

Manufacturer narrative:
All the products identified for this complaint were returned for investigation. According to the investigation, the complaint was confirmed. There are no visual signs of a manufacturing defect. There are no allegations of a device malfunction. The most-likely, underlying cause was determined to be due to the patient condition becoming worse over time. In the evaluation, the non-conformance database was reviewed and no non-conformances were identified. There are no indications of manufacturing defects. This is report 4 of 5 for the same event. Reports 1 through 3, and 5 are reported on MFR #0001032347-2016-00168-1 through 0001032347-2016-00170-1, and 0001032347-2016-00172-1.